Event description:
User reported that she was not able to remove her menstrual cup and after 24 hours called her obgyn who in turn told her to go to urgent care. The cup was removed and no further issue has been reported by the user.